Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the patient event record from the device and verified that the device did power off during the event, however, the cause could not be determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off while monitoring continuous ECG and blood pressure on a 59 year old male. There was no adverse effects to the patient due to the reported issue.